Event description:
It was reported that during a colon sigmoidectomy procedure, the device did not work; it fell apart. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The surgeon fired the device and one side of the staple line had staples and the other side only 3 or 4 staples came out. The surgeon used a silk suture to repair the staple line. There were no patient consequences. There is no additional information available. The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.